Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen, contrast and blood in the balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the proximal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. After a 2.5x24mm synergy drug-eluting stent was deployed in the lesion, a 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a 2.5x12mm non-bsc device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. After a 2.5x24mm synergy drug-eluting stent was deployed in the lesion, a 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a 2.5x12mm non-bsc device. No patient complications were reported and patient's status was stable.